Manufacturer narrative:
Additional information received that the intention of the customer was not to file a complaint as this was the patient's first implant.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter (aus) device. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter (aus) device. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter (aus) device. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that everything went well and there we no drawbacks.